Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral component catalog # unknown, lot # unknown. Unknown vanguard tibial component catalog # unknown, lot # unknown. (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-02851. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient experiences instability and swelling two months post-operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.